Event description:
This lead became dislodged and was causing diaphragmatic stimulation. One day post implant, the physician attempted to reposition this lead, but a stylet could not be fully inserted into the lead body. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent destructive analysis indicated that these damages were caused by over rotation of the inner coil without a completely inserted stylet. Furthermore, cuttings in the insulation were found, which originated most likely from the explant procedure. No further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. No sign of a material or manufacturing problem was present.